Event description:
It was reported that there was a neurostimulator infection that resulted in an explant of the implantable neurostimulator (ins) and extensions on (B)(6) 2015 and they had not replaced them. It was unknown if a culture was taken and no antibiotic treatment was necessary. Patient symptoms included pain and induration with ecoulement at the neurostimulator, no fever. The infection was at the device pocket. It was component related, neurostimulator related and it was unknown which extension was explanted. The patient was alive with injury and the outcome was ongoing. This event had resulted in in-patient hospitalization, an emergency room visit, an urgent care visit and an unscheduled clinic or office visit.

Manufacturer narrative:
It is noted the patient code listed is applicable to the event upon further review.

Event description:
Additional information received updated the event from "pain and induration at the neurostimulator site" to "induration at the neuro stimulator site." Diagnostics included an examination that resulted in "flyctene and sero-purulent flow" on the neurostimulator site on (B)(6) 2015. The event was reported as not related to the device or therapy and related to the implant procedure. The event was resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device diagnosis was updated to neurostimulator migration. There was a phenomenon of friction leading to an externalization by the lower edge of the neurostimulator. The event had resolved without sequelae.

Event description:
Additional information received reported implant site pain as a separate event. The implant site pain was assessed as related to the implant procedure and not related to the device or therapy. The outcome was resolved without sequelae.

Manufacturer narrative:
Product ID: 3389-28, lot# 0208855535, implanted: (B)(6) 2015, product type: lead. Product ID: 3389-28, lot# 0208855534, implanted: (B)(6) 2015, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 37085-60, serial#(B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Additional information reported the infection was at the lodge of the stimulator. The event was related to the procedure. The distal and proximal portions of the extension were suspected of being infected. The patient is going to visit the surgeon in (B)(6) 2015 to see if a new surgery can be planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) updated the etiology to note that the event was related to the device or therapy, and not related to the implant procedure. No further complications are anticipated.